Event description:
Senseonics was made aware of an incident were reported inaccuracy in sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported sensor inaccuracies.the case was escalated to next level support for further review. The system was found to be performing within expectations and adjusting after insertion.this response was communicated to the user and no further assistance was required.